Event description:
It was reported that a spectrum pump alarmed for system error 322. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. System error 322 alarms were confirmed through review of the device history log. However, it could not be reproduced during the eval. Eval found the upper latch switch to become open intermittently, causing the system error 322. The upper auxiliary flex will be replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.